Event description:
Additional information received from the patient reported that they have full coupling bars when standing, but when they sit or lay down the coupling bars go down to 2 or none at all. The patient noted that this issue has not been resolved.

Event description:
Additional information received from the patient reported their weight at the time of the event to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain. It was reported that the patient was having to take longer to recharge their ins for the past six months. No symptoms reported.